Event description:
The customer alleges she obtained a reading of "0" on the suspect device. No treatment needed or sough as the customer knew this result was incorrect. The device's measurement range is 10 to 600 mg/dl. Return reqeusted and replacement was sent.